Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: due to the corrosion on the plug unit, e226 (scope communication error) occurs. The event can be prevented by following the instructions for use, which state: inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a diagnostic endoscopic retrograde cholangiopancreatography procedure using the scope, an error code (e226) occurred, and the scope failed to function. The patient had been sedated, and the scope was removed. The patient was taken to recovery, woken up, and remained in the hospital overnight. The procedure was recommenced the next morning using a borrowed scope from a neighboring hospital. The procedure was completed, and there was no reported adverse patient outcome.